Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range (oor) pacing lead impedance (pli) of greater than 3000 ohms and t-wave oversensing. The patient had a recent device upgrade to a competitive device which was programmed to dedicated bipolar configuration. The device can do trending on both dedicated and integrated bipolar configurations. With the integrated bipolar trending there were no blips in impedance measurement but with dedicated bipolar trending there were, so they changed the patient to integrated bipolar. However, they received an alert for rv impedance of greater than 3000 ohms in integrated bipolar configuration. They performed an x-ray and it looked like the terminal pin was not fully inserted into the device header. The competitor¿s technical services (ts) recommended extending 2 millimeters (mm) beyond connector block and it looked like there was no pin extending beyond connector block. The physician performed a lead revision and tried to reinsert rv rs pin but unsuccessful. They tried to insert atrial lead in rv rs port and that went easily. Subsequently, they used mineral oil on tip of the connector for lubricant and this was successful. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.